Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to a calibration loss of the affected master tool manipulator right (mtm).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse ran the master tool manipulator right (mtmr) replacement workflow diagnostics and analysis. Following this, all tests passed and mtmr is now homing normally. The test drive passed. The system was tested and verified as ready for use.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the surgeon was complaining of the mcs not matching his right hand control. The caller said the hand orientation was backwards. The tse had the caller try to clutch the right masters to reposition to a more suitable working position, and the surgeon was able to do so, and said he was able to work with this to continue on. The customer called back to inform that they were going to try to play with the patient clearance and set up joints (suj) angles to try to resolve the issue. It was noted that it could also possibly be a result of the axis one universal surgical manipulator (usm) rotation limit issue. The procedure was completed with no reported injury.